Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. Blood glucose levels reached 350 mg/dl. The pod was worn 1 to 4 hours on the arm before the issue was realized. The pod was replaced, insulin was given, and water was consumed.